Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot. Report # mw5078027.

Event description:
It was reported that during a gastric sleeve procedure the surgeon usually pulses the device by pulling the trigger once or twice before taking a full cut and staple. This time when he pulled the trigger once the device kept on driving the blade without stopping. This was on the last firing of the device. The procedure was completed with this device with no patient consequences reported.